Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that in the med/surg department a primary infusion of a combination chemotherapy agent containing cyclophosphamide 580mg, cisplatin 15mg, etoposide 58mg, and doxorubicin 15mg in 0.9% nacl with a vtbi of 1135.4ml was programmed to infuse at a rate of 47.3ml/hour for 24 hours, however the device alarmed and the IV bag was found empty after 12 hours. Review of the infusion knowledge portal data confirmed that the device was programmed correctly and that the medication should have infused over 24 hours. The customer further stated that there were no adverse effects caused to the adult patient from the event.

Event description:
It was reported that in the med/surgical department a primary infusion of a combination chemotherapy agent containing cyclophosphamide 580mg, cisplatin 15mg, etoposide 58mg, and doxorubicin 15mg in 0.9% nacl with a vtbi of 1135.4ml was programmed to infuse at a rate of 47.3ml/hour for 24 hours, however the device alarmed and the IV bag was found empty after 12 hours. Review of the infusion knowledge portal data confirmed that the device was programmed correctly and that the medication should have infused over 24 hours. The customer further stated that there were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Patient was an adult. The customer¿s experience of an overinfusion of chemotherapy was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s experience of an overinfusion of chemotherapy was not identified.